Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Vasculature was noted as greater than 6mm. Micro-puncture and ultrasound guidance were utilized to gain a centrally positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment the surgeon pulled too hard on the manta device and failed to achieve hemostasis. Balloon tamponade was applied, and a stent was deployed, successfully. The root cause of the extended time to hemostasis requiring a stent is due to excessive force applied during deployment, causing vessel damage and is not a fault of the manta device. The IFU instructs in step 5 of deploying device and sealing the puncture: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Additionally, precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: no hemostasis. CT surgeon closing pulled too hard on manta and failed to get hemostasis. Balloon tamponade and stent applied.